Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose of 500 mg/dl at the time of the incident. Customer's current blood glucose was 331 mg/dl. Customer treated with a bolus. Customer felt nauseous earlier but not right now. Customer stated that there was an air bubble that was 1.25 inches in size and there was another time that she saw an air bubble in the tubing. Troubleshooting was performed and customer was advised to do a complete set change. The pump passed the high pressure test.